Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since invasive surgery steps were done in the brain (with the aid of brainlab navigation) in a different position than intended by the surgeon. H6: a comprehensive investigation by brainlab regarding this specific event is currently ongoing and final conclusions are pending. Brainlab plans to issue a follow-up report upon completion of the investigation.

Event description:
A cranial surgery for a biopsy of a lesion, located in the posterior parietal region of the brain, has been performed with the aid of the brainlab software cranial/ent (version 3.1) . One pass was intended to receive diagnostic tissue. A post-operative MRI scan after the surgery revealed that the biopsy path applied had deviated from the intended/planned trajectory/target by 10mm at the entry target point. According to the surgeon (treating clinician): - the purpose of this surgery was to only receive a diagnostic sample and not to remove the lesion and/or treat the disease. - during the surgery, only non-pathological brain tissue was retrieved. - a revision surgery to receive the desired diagnostic sample was decided and was planned a week after the initial surgery. - the repeated surgery/anaesthesia was prolonged by (B)(6). 2hrs due to this issue, whereas there were no negative effects to the patient due to the prolonged surgery/anesthesia. - the outcome of the revision surgery was successful as intended, with the desired pathological sample retrieved, using brainlab navigation. - hospitalization of the patient was prolonged by a week due to the inconclusive initial biopsy.

Event description:
Cranial surgery for a biopsy of a lesion, located in the posterior parietal region of the brain, has been performed with the aid of the brainlab software alignment software 2.0. One pass was intended to receive diagnostic tissue. A post-operative MRI scan after the surgery revealed that the biopsy path had deviated ca. 10mm from expected entry and target. According to the surgeon (treating clinician): - the purpose of this surgery was to only retrieve a diagnostic sample and not to remove the lesion and/or treat the disease. - during the surgery, only non-pathological brain tissue was retrieved. - a repeat biopsy took place on (B)(6) 2025, using brainlab navigation. Acc. To the surgeon, the (5d) delay in diagnosis (and subsequent treatment) did not alter/affect the patient's prognosis. - there were no negative effects to the patient. However, a minor hematoma was noted at the initial biopsy site; it did not cause any actual harm to the patient and did not necessitate any remedial measures to manage bleeding (and acc. To surgeon this is a recognized complication that could have happened without the navigation error). - the repeated surgery/anaesthesia required additional anesthesia of ca. 2h due to this issue, whereas there were no negative effects to the patient due to the prolonged surgery/anesthesia. - the outcome of the revision surgery was successful as intended, with the desired pathological sample retrieved. - hospitalization of the patient was prolonged by a week due to this issue.

Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since a biopsy was performed in a different location in the brain than anticipated with brainlab navigation involved, although according to the hospital/surgeon (treating clinician): - the purpose of this surgery was to only receive a diagnostic sample and not to remove the lesion and/or treat the disease. - during the surgery, only non-pathological brain tissue was retrieved. - a repeat biopsy took place on (B)(6) 2025, using brainlab navigation. Acc. To the surgeon, the (5d) delay in diagnosis (and subsequent treatment) did not alter/affect the patient's prognosis. - there were no negative effects to the patient. However, a minor hematoma was noted at the initial biopsy site; it did not cause any actual harm to the patient and did not necessitate any remedial measures to manage bleeding (and acc. To surgeon this is a recognized complication that could have happened without the navigation error). - the repeated surgery/anaesthesia was prolonged by ca. 2hrs due to this issue, whereas there were no negative effects to the patient due to the prolonged surgery/anesthesia. - the outcome of the revision surgery was successful as intended, with the desired pathological sample retrieved. - hospitalization of the patient was prolonged by a week due to this issue. H6: according to the results of the brainlab technical investigation and the information provided by the hospital, it can be concluded that the root cause of the biopsy performed with the aid of navigation, deviating ca. 10mm from expected entry and target is: - inadequate distribution of surface matching registration points acquired by the user for the patient anatomy registration to the navigation / to the pre-operative MRI scan, not following brainlab requirements. The points were not adequately placed on both sides of the patient's face, nor were additional points acquired near the region of interest or the back of the head. This caused the navigation software to not find an accurate match, between the pre-operative image dataset and the actual patient anatomy in the region of interest, as desired for this procedure. To a lesser extent (and not related to navigation): - a 2-3mm deviation was reported by user after draping based on the marked entry point acquired prior to draping. User relayed skin shift due to draping most likely caused the deviation but found it acceptable for the procedure. Direction of the deviation was not reported, however the discovered deviation due to reported skin shift cannot be ruled out as contributing to the deviation, but to a lesser extent than the registration discussion above. Apparently, a 2-3mm deviation from expected entry point was discovered after the array exchange. However, the total resulting deviation in the navigation display was not recognized with the necessary continued user verification of navigation accuracy (after array exchange/draping, and throughout the procedure), after craniotomy was performed, and during biopsy. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place h7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.